Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). The product for this case is not available for return. If further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a dual mobility total hip replacement on (B)(6) 2022 and the barbed suture was used in a clinical trial. During surgery, the registrar began closing the it band with the suture, but part way through the closure of fascia the suture snapped. The registrar believes the suture caught with the needle holder, but not so significantly to have caused the suture to snap. The snapped suture was removed and closure of the it band began again with a new suture from the same box with no problems. There were no adverse patient consequences reported.